Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that "per complaint form: received a call from (B)(6) who is a pharmacist at (B)(6) - (B)(6) was looking for information on a "known issue related to our cadd legacy pumps not recognizing the 100ml cassette" he said they had a patient who had to go to the ER over the weekend because they were at home and the pump stopped working." No patient injury was reported.